Event description:
It was reported that during a percutaneous coronary intervention procedure, the maverick2 monorail balloon ruptured at 10 atm during the fifth inflation. The pressures reached on the first four inflations is unk. The lesion was located in the non-tortuous, calcified and 95% stenosed left anterior descending (lad) artery. The procedure was successfully completed with another maverick2 balloon. No patient injuries or complciations were reported. Patient status is reported as "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.